Event description:
It was reported that ¿no readings¿, ¿sensor error¿, or ""brief sensor issue"" occurred. The wearable was inserted into the arm on (B)(6) 2026. The patient reported that they experienced brief sensor issues for six days leading up to the sensor eventually failing on (B)(6) 2026. Prior to the sensor failing, the patient reported the sensor was being ¿inconsistent¿ but still giving the patient intermittent readings. Around 5am, while the patient was in a brief sensor issue state and not receiving cgm values, the patient reported going into hypoglycemic ¿shock¿ and then lost consciousness. The patient¿s daughter administered a glucagon injection to the patient and provided her with pepsi. 911 was then called. Once emergency medical services (ems) arrived, the patient¿s condition was improving and the bg meter reading was 54 mg/dl while the cgm had failed by this time. No additional medication or treatment was provided to the patient by ems. The patient declined being transported to the ER. The patient was ¿stable and getting better¿ at the time of report. Performance data was reviewed. A ¿no readings¿, ¿sensor error¿, or """"brief sensor issue"""" was not found within the investigation window. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).